Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06p04-55 that has a similar product distributed in the us, list number 06p04-60. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported (B)(6) alinity s anti-hcv assay results for one donor. The results provided: on (B)(6) 2020 sid (B)(6) on alinity I = (B)(6); repeat on (B)(6) 2020 alinity s = (B)(6)/alinity I =(B)(6). The same sample was tested on a competitor's analyzer: vitros hcv = (B)(6). In 2006 the donor had (B)(6) test results with the architect, cobas, and vitros analyzers; (B)(6) immunoblotting, and (B)(6) nat. There was no impact to donor/patient management reported.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 09221be00, and no trends were identified for the complaint issue. Return testing was not completed as returns were not available. Sensitivity testing was performed with a retained kit of lot 09221be00 and two sensitivity panels (anti-hcv core only panel (panel a) and anti-hcv ns3 only panel (panel b). The sensitivity panel met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9045 and hcv 9047). The seroconversion panel results of panel 9045 and 9047 were compared to historical data of alinity s anti-hcv test results. Reagent lot 09221be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s anti-hcv reagent, lot 09221be00.